Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that during a planned endoscopic retrograde cholangiopancreatography (ercp) and stent removal procedure performed on a (B)(6) old male patient on (B)(6), 2011 (patient weight is unknown), an advanix¿ biliary stent, which had been placed a while earlier, was found to have migrated up into the common bile duct. According to the complainant, the patient did not present with symptoms of stent migration; the stent was noted to be migrated during this ercp procedure. The physician attempted to remove this stent with multiple devices, however was unsuccessful; therefore, the stent was left in place and another stent was placed in the correct location. There were no issues with the migrated stent; it will be removed at a later, unknown date. It was also reported that on an unknown date prior to this ercp procedure, the patient had surgery with the complaint stent in place. The type of surgery is unknown. The reason for surgery is unrelated to the stent, however it is thought the surgery may have contributed to the stent migration. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Patient weight is unknown. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. According to the complainant, the suspect device has been implanted and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.